Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found that the device had no output and no telemetry, unable to be interrogated upon receipt. Device x-ray showed no anomaly, it was cut-open and battery voltage measurement indicates the device was at beginning of life (bol) level. The device reverted to backup mode, and the code was reloaded and interrogated under nominal conditions normally. The cause of the pacing and telemetry issue is consistent with an integrated circuit anomaly. Longevity assessment was performed, and the device was in the normal range of operation with appropriate remaining longevity.

Event description:
This report is to advise of an event observed during analysis.